Event description:
It was reported that the user experienced hyperglycemia after an infusion set dislodgement, delivered a manual insulin injection while disconnected from the ilet, then later experienced hypoglycemia after reconnection and automated corrections; user education identified incorrect meal announcements being used as a form of correction. Symptoms included hypoglycemia with sensor and meter readings in the 40¿50 mg/dl range and subsequent recovery to 62¿75 mg/dl after oral carbohydrate, as well as prior hyperglycemia with a fingerstick of 593 mg/dl. Outcomes included treatment with oral glucose and remote clinical support, without emergency care or hospitalization. Investigation included technical review of device use history and user training. Investigation of this case revealed user error related to infusion set dislodgement management, off-system insulin dosing, and misclassification of meal announcements contributing to glycemic excursions. It was concluded that the device functioned as designed and that user technique and use errors were the primary contributors to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance